Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a rotator cuff repair surgery, the upper jaw of the "firstpass suture passer" fell inside the patient. The broken piece was successfully removed from the patient using arthroscopic graspers. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows a detached suture capture. No manufacturing abnormalities. A functional evaluation revealed the needle will deploy when trigger is initiated, the suture capture is detached and missing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.